Event description:
It was reported that the patient presented in the emergency room for weakness. Device interrogation revealed far r wave oversensing resulting in inappropriate automatic mode switch (ams) on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue, and the device will continue to be monitored. The patient condition was stable.